Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received the device was explanted due to the active electrode being pulled out of cochlea during an ear cleaning procedure. This is a final report.

Event description:
The device has been explanted. The user has been reimplanted with a new device. Reportedly, during an ear cleaning the electrode array was pulled out of the cochlea and was dislocated in the ear canal. The user then could no longer hear with the ci.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device has been explanted because it was exposed. The user has been reimplanted with a new device.